Event description:
Arrow trerotola ptd device used for thrombectomy during declot of dialysis graft broke and a segment migrated upstream into vascular anatomy. Efforts made to retrieve fragment during procedure was unsuccessful.